Event description:
This pi is for the robot used in primary. As reported "infection that led to revision" for patient's left hip. Upon review by joint replacement research for surgeon's milestone payment, patients were noted to have had their implant removed, revised, or reoperated on as reported in the table attached.

Manufacturer narrative:
Reported event: an event regarding infection involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported that the ¿infection that led to revision" for patient's left hip. Upon review by joint replacement research for surgeon's milestone payment, patients were noted to have had their implant removed, revised, or re-operated on as reported in the table attached.¿ product evaluation and results: not performed as case session data was not provided. Product history review of the device history records was not completed as the robot number was not provided. Complaint history review a search of the complaint database under device identification pn 209999 reports no similar complaints for tha software - other. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tha software - device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in primary. As reported "infection that led to revision" for patient's left hip. Upon review by joint replacement research for surgeon's milestone payment, patients were noted to have had their implant removed, revised, or reoperated on as reported in the table attached.